Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately four years and three months later a type iiib endoleak w as suspected form the main stent graft body. However, a type ii endoleak was confirmed during the intervention procedure from a lumbar artery via the right internal iliac artery. As CT angiography before the procedure showed that there was a suspected to be type ia or type iiib from the same site, the stent graft cuff etcf2525c49ej was implanted. Angiography after procedure showed no evidence of an endoleak. It was also reported that during the procedure when the etcf2525c49ej device was removed, the spindle was caught in the proximal region of supra-renal stent of etbf2516c145ej. An attempt was made to advance the delivery system while applying torque, but the spindle did not detach from proximal region of supra-renal stent. Therefore, the wire was changed to a stiffer lunderquist wire and then the delivery system was advanced proximally while torque was applied, and the spindle detached from proximal region of supra-renal stent. However, due to a slight forcible push, etcf2525c49ej (v08210614) migrated proximally and covered the left renal artery. As cannulation was performed from the left brachial artery to the left renal artery a bare stent could be implanted, however patency of the renal artery was noted and there was no problem with flow during angiography. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored.